Event description:
As or staff was moving the table a medical student tapped the head of the or table with their hip and the headrest fell off; the pts neck hyperextended.

Manufacturer narrative:
User facility acknowledges that this was not caused by equipment failure. Headrest was not properly locked into place.